Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic vent valve assembly and regulator pressure sensors were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 3, 2000. Based on qa assessment, the product met specifications at the time of release. The pneumatic vent valve assembly and regulator pressure sensors were received for evaluation. The returned samples were not evaluated as the parts were replaced as a preventative measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during setup for a procedure, the cutter actuation failed and poor aspiration was experienced. The system was used to proceed with surgery even though aspiration was poor. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).